Event description:
Customer reportedly received result of 21 mg/dl and a 112 mg/dl within ten minutes on the accuchek active s system. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.